Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported patient had left knee revision. As per sales rep, the patient fell and had a periprosthetic fracture on the femur bone with non union. All of the devices were removed. This is a revision of the primary surgery.

Manufacturer narrative:
An event regarding periprosthetic fracture on the femur bone involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event of a periprosthetic fracture on the femur bone could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported patient had left knee revision. As per sales rep, the patient fell and had a periprosthetic fracture on the femur bone with non union. All of the devices were removed. This is a revision of the primary surgery.